Manufacturer narrative:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device declared elective replacement time (ert) in ddd mode. The atrial chamber was sensing 99% of the time and review of the sensed rates noted high prolonged atrial rates. Chronic high atrial rates reduce longevity in devices that are programmed ddd(r) and atrial sensing on. Device power consumption increases, proportional to the additional processing for sensed atrial events. The longevity calculator does not account for this increased power which resulted in this device not meeting longevity expectations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device removed from service due to normal battery depletion. No adverse patient effects were reported.